Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. A report was received from the study indicating a cypher stent was associated with coronary arterial dissection. The event involved a male with a history of previous percutaneous coronary intervention, hyperlipidemia and past smoking. This patient's history places him at increased risk of mace. The indication for admission to hospital was silent ischemia diagnosed via an exercise stress test. A coronary angiogram revealed a 8mm in-stent, type c restenotic lesion of a driver bare metal stent previously implanted in the mid right coronary artery (rca). The reference vessel diameter was 3.0mm. Additionally, there was a 6mm, de novo lesion producing a 60% stenosis of the mid rcs. The reference vessel diameter was 3.0mm. Both lesions in the rca were pre-dilated and covered by one 3.00 x 23mm cypher select plus stent implanted at 16 atm. Post-dilation and intravascular ultrasound were not conducted. Finally, a 8 mm, de novo lesion in the right posterior descending artery described as irregular, eccentric and type b1 was directly stented with a 2.75 x 13mm cypher select plus stent at 16 atm without post-dilation. The reference vessel diameter was 2.5mm. Pre-procedural medications included asa while intra-procedural medications were asa, plavix and low molecular weight heparin. Post-procedural medications were asa, plavix and heparin. Gpiib/iiia inhibitors were not used and platelet function tests were conducted. The event of a type a coronary artery dissection was reported in the rca following implantation of the 3.00 x 23mm cypher stent. The dissection extended distally and was covered by a 3.00 x 8mm cypher select plus stent. The involved cypher stent remains implanted in the patient and thus not available for evaluation. A device history records review was conducted and found this lot of products met all requirements per the applicable mfg quality plan. Based upon the info provided it is not possible to conclusively determine the cause of the event however; there are patient factors that may have contributed to it.

Event description:
During a stenting procedure in a male, a dissection was noted after stenting the mid right coronary artery with a cypher select plus 3.0 x 23 mm stent. The lesion was an in-stent restenosis of a previously implanted 3.0 x 15 mm driver bare metal stent. The dissection was located downstream the stent. Another cypher select plus 3.0 x 8 mm was implanted to cover the dissection.